Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2019 at 10 pm due to diabetic ketoacidosis and hyperglycemia. The customer's blood glucose level was 229 mg/dl. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.